Event description:
The consumer reported that she had not had therapy benefit since implant. She still had leakage when she went from laying down to sitting to standing up. She felt stimulation. Patient was going to check with her doctor and change to program 3. Additional information from the consumer reported that the circumstance that led to the lack of benefit was that the device was not working. To resolve the issue; the patient changed the program and contacted the doctor. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.